Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas sleep/wake button was intermittently unresponsive, occurring about once daily to every other day, while blood glucose was unaffected and no alarms occurred; the device component implicated was the switch/relay associated with the button. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake button, consistent with a key or button not working and involving the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user was advised on cleaning the device and to provide a video if the issue recurs. The device was not returned at this time.